Event description:
Pt received 7.5 mg/kg IV methylene blue during parathyroid surgery. Pt's oxygen saturation was continuously monitored with pulse oximetry (during and after surgery). Pt sustained a burn at site of pulse oximetry sensor (noticed in pacu). Dose or amount: 450 mg. Diagnosis or reason for use: stain parathyroid tissue. We believe this adverse event was due to the combination of the led sensor and high-dose methylene blue.